Manufacturer narrative:
Angiodynamics notified the dialysis catheter manufacturer of this complaint event on december 01, 2016 via supplier corrective action request (B)(4). As part of a review of complaints related to distribution only products, angiodynamics identified that it does not have objective evidence that the manufacturer assessed this complaint event for MDR reportability. As a result of this review, angiodynamics chose to assess this complaint event for reportability and determined that it does meet the criteria to file an MDR. This retrospective MDR is being filed based on this review and to ensure complaint file is complete. One schon dialysis was returned for evaluation and forwarded to the vendor for evaluation. Per (B)(4) vendor response, pinholes were noted in both walls of the venous extension tubing. The customer's reported complaint of a leak in the tube is confirmed. Although a root cause was not specified by the manufacturer, a potential contributing factor could be if the clamps were engaged over the guidewire. This could you result in weakened spot on the tubing material, and could create a hole that leaks over time. Another possible factor could be if the clamps were engaged in the position repeatedly. The instructions for use, which is supplied to the end user with this catalog number, states: "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the incoming lot history records, obtained via shr, was performed for the vendor lot for any deviations related to the reported defect of the complaint. The review confirmed that the lots met all material, assembly, and performance specification. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2016: the patient's catheter had a leak. It is a 24cm temp in which the hole appears evident in the clear extension tubing of the catheter and was only noticeable upon pressure injection. The reported defective device has been returned to the manufacturer for an investigation.